Event description:
It was reported that during reprocessing a thoracic grasper instrument, a wire was broken near the tip. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One drive cable was broken and a second cable was loose at the distal end of the snake wrist. The cable segments stuck out of the instruments wrist. The snake wrist could not properly straighten and motion was not intuitive due to the cable breakage. Additional observation not reported by site was tube damage. Black tube insulation was damaged at the distal end. Insulation was gouged on one side and had a .075 x .040 piece missing roughly 1.31 above the snake wrist. The distal end of the tube also exhibited various scratch marks without material removal. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.